Event description:
Screwdriver is worn down and not operating properly.

Manufacturer narrative:
(B)(4). Examination of the returned device confirms the hex screwdriver tip is damaged/worn. The tip is rounded/worn suggesting heavy normal usage. A complaint database search on the provided product code identified similar reports which were attributed to product wear out and or misuse. The root cause is attributed to product wear out due to normal/heavy usage. Based on the root cause of product wear out, corrective action is not needed. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.